Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. It was determined that during a lead replacement, the physician was unable to secure the lead into the ipg. As a result, the lead and ipg were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event for intervention due to electrode stuck in the ipg header was confirmed. Analysis in the header chamber for port 1-8 confirmed a lead terminal end electrode was stuck in header channel block 1. The detached lead terminal end electrode prevented the lead to be fully inserted. The damage is consistent with damage occurring during use.

Event description:
Related manufacturer reference number 1627487-2024-00793. It was reported that patient experienced ineffective therapy. During a lead replacement on (B)(6) 2024, the physician was unable to secure the lead into the ipg. As a result, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.